Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2026 while reportedly wearing the lifevest. The patient received sixteen appropriate treatments and two non-lifevest defibrillations. The device was started up at 23:57:31 on (B)(6) 2026. At 01:55:19 on (B)(6) 2026, an arrhythmia was detected. ECG shows sinus rhythm @ 70 bpm degrading to vf. At 01:55:58, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus rhythm @ 70 bpm with pvcs. At 02:16:45, an arrhythmia was detected. ECG shows vf. At 02:17:19, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf. At 02:17:52, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus beat degrading back to vf. At 02:18:27, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was vf with motion artifact. At 02:19:00, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity for 10 seconds transitioning to an idioventricular rhythm @ 65 bpm with pvcs. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 02:19:34, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus beat degrading back to vf with CPR/motion artifact and electrode lead falloff. At 02:44:08, an arrhythmia was detected. ECG shows vf with CPR/motion artifact. At 02:45:00, the patient received the seventh appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was vf with motion artifact. At 02:45:23, the patient received the first non-lifevest defibrillation. The rhythm at the time of the first non-lifevest defibrillation was vf with CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity, motion/tactile artifact and electrode lead falloff. At 02:52:09, an arrhythmia was detected. ECG shows vf with CPR/motion artifact and electrode lead falloff. Between 02:53:17 and 02:55:09, the patient received four appropriate treatments. Rhythm at the time of each treatment was vf with CPR/motion artifact and electrode lead falloff. Post shock rhythm was vf with CPR/motion artifact and electrode lead falloff. At 02:55:34, the patient received the second non-lifevest defibrillation. The rhythm at the time of the second non-lifevest defibrillation was vf with CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity, CPR/motion/tactile artifact and electrode lead falloff. At 03:06:23, an arrhythmia was detected. ECG shows vt @ 160 bpm CPR/motion artifact and electrode lead falloff. At 03:06:57, the patient received the twelfth appropriate treatment. Rhythm at the time of treatment was vt @ 160 bpm CPR/motion artifact and electrode lead falloff. Post shock rhythm was vt @ 160 bpm CPR/motion artifact and electrode lead falloff. At 03:07:20, the patient received the thirteenth appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm CPR/motion artifact and electrode lead falloff. Post shock rhythm was vt @ 170 bpm CPR/motion artifact and electrode lead falloff. At 03:07:50, the patient received the fourteenth appropriate treatment. Rhythm at the time of treatment was vt @ 160 bpm CPR/motion artifact and electrode lead falloff. Post shock rhythm was vt @ 160 bpm CPR/motion artifact and electrode lead falloff. At 03:08:31, the patient received the fifteenth appropriate treatment. Rhythm at the time of treatment was vt @ 180 bpm CPR/motion artifact and electrode lead falloff. Post shock rhythm was vt @ 160 bpm CPR/motion artifact and electrode lead falloff. At 03:08:59, the patient received the sixteenth appropriate treatment. Rhythm at the time of treatment was vt @ 170 bpm CPR/motion artifact and electrode lead falloff. Post shock rhythm was vt @ 160 bpm CPR/motion artifact and electrode lead falloff degrading to asystole with CPR/motion artifact and electrode lead falloff. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 03:41:41 on (B)(6) 2026.